Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer believes the pump's basal iq feature was suspending insulin delivery after the customer delivered a bolus. Tandem technical support (cts) confirmed that the continuous glucose monitor (cgm) did not have an active session therefore the pump basal iq feature would not have been capable of suspending insulin delivery. The customer's blood glucose ranged 90-340 mg/dl. The customer was unable to upload pump data for further investigation. Additionally, the customer declined further troubleshooting with cts and reverted to syringes and pens for alternate insulin therapy.